Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 6 mm from the distal end of the proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified blood vessel. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.